Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose exceeded a safe threshold, though a specific value was not provided and was displayed as "high." The customer attempted a bolus to address the high bg level, but it did not work. To resolve the bg level and occlusion issue, the customer changed the infusion set and cartridge and resumed using insulin.